Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100097678 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. H3 other text : device not returned to manufacturer

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient who was injected with radiesse for treatment of right temporal area, on (B)(6)2017. The batch number was reported as 100097678 (expiry date 01/2019) and catalogue number was reported as 8071m5k1. The needle used for injection was reported as 25 g, 50 mm cannula. On (B)(6) 2017, during the treatment with radiesse, the patient experienced fierce hematoma. The treatment was immediately discontinued and the patient was put in the waiting room for 20-30 minutes. No signs of blanching (occlusion) or virus problems were noted. The patient was instructed to contact the physician immediately in case any of those symptoms occurred. On (B)(6) 2017, the patient contacted the physician and reported white discoloration of the skin in the right temporal area, painful and "dead" feeling, but no virus problems. The same afternoon, the patient was evaluated and the blanching of temporal area till hair border was noted, which was extremely painful upon palpation. "Pin prick test" (needle test on sensation) was performed and it was positive (meaning there was no sensation), capillary refill was delayed. The treating physician confirmed developing necrosis. Corrective treatment included injecting 11 x 150 units of hyaluronidase, rigorous massage and warmth compresses. The patient was started on prednisolone and sildenafil. On (B)(6) 2017 and (B)(6) 2017, the patient was reviewed and on (B)(6) 2017 the patient was also started on adalat. On (B)(6) -2017, the patient was reviewed again by her physician, together with another physician, and hyper-oxygen therapy was started. Latest "prick test" in the temporal area was negative (meaning the sensation came back), but behind the area of the hair border there was still no sensation. On (B)(6) 2017 the reporter informed, the patient was improving, she was looking very promising and full skin coloration was back. The reporter also noted corrective treatment was still ongoing. Due to the provided information, the outcome of the event was considered as resolving.

Event description:
The follow-up information was received on 20-jun-2017: it was reported that the patient completely recovered.